Event description:
It was reported that following the patients revision (MFR# 3006630150-2020-02644), the patients ipg site had excess fluid draining. It was noted that the patient experienced pain and pressure at the ipg site. The patient underwent a revision procedure wherein the ipg site was drained and was doing well immediately postoperative. The ipg remains implanted.